Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 12 in the mouth, the implant did not achieve primary stability or integration in type iii bone. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 12 in the mouth, the implant did not achieve primary stability or integration in type iii bone. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 12 in the mouth, the implant did not achieve primary stability or integration in type iii bone. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).